Event description:
Philips received a complaint on the v60 ventilator, indicating that there was a machine and proximal pressure sensors failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The field service engineer (fse) was at the customer site on 07jun2024 evaluating the device when it produced the machine and proximal pressure sensors failed alarm after startup. The fse stated that the service manual recommended replacement of the data acquisition (da) printed circuit board assembly (pcba) or the central processing unit (cpu) pcba. The customer stated that they would continue the service and part replacement on their own. This investigation is ongoing.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted on 12jun2024, 13jun2024, 18jun2024, 25jun2024, and 02jul2024 to obtain confirmation of the part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.